Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammmation"), headache ("headache"), device dislocation ("both coils seem to be intact but who knows where they exactly are"), visual impairment ("vision changes"), menstruation delayed ("late periods"), menorrhagia ("uncontrollable bleed during my period"), dysmenorrhoea ("menstrual pain") and ovulation pain ("ovulation and menstrual pains"). The patient was treated with scheduled removal. At the time of the report, the pelvic pain, inflammation, headache, device dislocation, visual impairment, menstruation delayed, menorrhagia, dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, headache, inflammation, menorrhagia, menstruation delayed, ovulation pain, pelvic pain and visual impairment to be related to essure. The reporter commented: she was getting that crap (essure) out of her body as soon as possible. Concerning the injuries reported in this case, the following ones were reported via social media: injury, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event both coils seem to be intact but who knows where they exactly are added. On 20-mar-2020: follow up received from social media. Reported information was added. Event visual impairment, pelvic pain, menorrhagia, late periods, dysmenorrhoea were added. Patient's age was added. Reporter name was added. Event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammmation"), headache ("headache"), device dislocation ("both coils seem to be intact but who knows where they exactly are"), visual impairment ("vision changes"), menstruation delayed ("late periods"), menorrhagia ("uncontrollable bleed during my period"), dysmenorrhoea ("menstrual pain"), ovulation pain ("ovulation and menstrual pains"), back pain ("excruciating pain (lower back pelvic area right side)), pain in extremity ("my leg was burning and I could tell pain was radiating from my back down my leg"), muscle spasms ("my legs feels like I had a charlie horse for hours"), contusion ("noticable bruising where the burning pain was felt in my upper thigh"), pain ("radiating pain") and acne ("acne"). The patient was treated with ibuprofen and scheduled removal. At the time of the report, the pelvic pain, inflammation, headache, device dislocation, visual impairment, menstruation delayed, menorrhagia, dysmenorrhoea, ovulation pain, back pain, pain in extremity, muscle spasms, contusion and pain outcome was unknown. The reporter considered acne, back pain, contusion, device dislocation, dysmenorrhoea, headache, inflammation, menorrhagia, menstruation delayed, muscle spasms, ovulation pain, pain, pain in extremity, pelvic pain and visual impairment to be related to essure. The reporter commented: she was getting that crap (essure) out of her body as soon as possible. Concerning the injuries reported in this case, the following ones were reported via social media: injury, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammmation"), headache ("headache"), device dislocation ("both coils seem to be intact but who knows where they exactly are"), visual impairment ("vision changes"), menstruation delayed ("late periods"), menorrhagia ("uncontrollable bleed during my period"), dysmenorrhoea ("menstrual pain"), ovulation pain ("ovulation and menstrual pains"), back pain ("excruciating pain (lower back pelvic area right side)"), pain in extremity ("my leg was burning and I could tell pain was radiating from my back down my leg"), muscle spasms ("my legs feels like I had a charlie horse for hours"), contusion ("noticable bruising where the burning pain was felt in my upper thigh"), pain ("radiating pain") and acne ("acne"). The patient was treated with ibuprofen and scheduled removal. At the time of the report, the pelvic pain, inflammation, headache, device dislocation, visual impairment, menstruation delayed, menorrhagia, dysmenorrhoea, ovulation pain, back pain, pain in extremity, muscle spasms, contusion and pain outcome was unknown. The reporter considered acne, back pain, contusion, device dislocation, dysmenorrhoea, headache, inflammation, menorrhagia, menstruation delayed, muscle spasms, ovulation pain, pain, pain in extremity, pelvic pain and visual impairment to be related to essure. The reporter commented: she was getting that crap (essure) out of her body as soon as possible. Concerning the injuries reported in this case, the following ones were reported via social media: injury, device dislocation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow-up received from social media. New reporter added. New events added: extreme lower back pain, burning leg pain, charley horse in legs, bruise on upper right thigh, radiating pain. New treatment drug: ibuprofen. On (B)(6) 2020: social media received : new reporter added. On (B)(6) 2020: social media received : new reporter added new event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.